Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed the reported device failure. The investigation also confirmed that the pipe covering the angulation wires to move the bending section were deformed. The deformed pipe likely led to the movement restriction of the angulation wires and caused the reported failure. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The instruction manual provides of the device provides warnings and how to inspect the device prior to use as follows. Warning never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination. Inspection operate the up/down angulation control lever slowly in each direction until it stops. Confirm that the bending section angulates smoothly and correctly and confirm that maximum angulation can be achieved.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure, the physician angulated the bending section of the subject device upwards and then couldn't straighten the bending section although the physician could operate the up/down angulation control lever smoothly. The user facility completed the procedure with the device. There was no report of patient injury associated with the event.